Manufacturer narrative:
This device (lot i0806185) is distributed outside the us however it is similar to the us product. During implantation of a 3.0 x 18mm cypher stent to treat a lesion in the left anterior descending artery (lad), plaque shifted to the proximal end of the stent. In addition, the balloon of the stent delivery system (sds) ruptured at 14 atms during post-dilation. There was no injury to the patient. Indication for the initial evaluation is unk. The lad was a moderately calcified and slightly tortuous de novo lesion with 99% stenosis. The safety and effectiveness of the device and has not been established for use in this type of lesion. The target lesion was pre-dilated twice. During the second pre-dilatation the patient experienced an episode of ventricular tachycardia. The stent was delivered and implanted at 12 atms. Due to the plague shift, the sds was inflated a little proximally out from the stent. This, along with remaining calcification, may have contributed to the balloon rupture. Inspection of the returned device confirmed a balloon leakage at 2.5 cm proximal to the distal end of the tip. Sem analysis performed on the outer surface of the balloon material revealed evidence of abrasions that might have caused the leakage. It appears that these abrasions were caused somewhere during the procedure. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Conclusion: based on the available information, the balloon leakage and plaque shift appears to be related to lesion characteristics and procedural factors. There is no evidence to suggest that the event is manufacturing related.

Event description:
The target lesion was the mid left anterior descending (lad). The vessel was moderately calcified and slightly tortuous. There was 99% stenosis. To treat the target lesion, pre-dilation with a balloon was conducted twice. First pre-dilation with a 3.0 x 14mm mercury balloon was conducted at 8atm. When inflating the balloon during the first pre-dilation, plaque shifted to the proximal end of the stent. Therefore, the stent delivery system (sds) was inflated proximally out from the stent. While conducting 2nd pre-dilation with the balloon at 12atm, ventricular tachycardia occurred, but the patient became stable immediately. A 3.0 x 18mm cypher stent (lot i0806185) was then delivered to the target lesion and was implanted at 12 atm. Then post-dilation with the sds was being conducted on the stent. While increasing the pressure, the balloon ruptured at 14atm . The balloon could be inflated without problem until 14atm. Therefore, the sds was retrieved from the patient. Angiography was conducted and ivus was not conducted, because the stent was confirmed to be fully dilated. The procedure was finished successfully. The was no reported patient injury.